Event description:
A report was received that the patient had pain at the pocket site. The physician believed that pain at the pocket site was procedure related. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
.